Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing by the representative found that the batteries could not hold a normal charge. A replacement set of motion batteries and x-ray batteries were shipped to the site and the replacement was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No batteries have been received by the manufacturer for evaluation. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a procedure, that after taking a 3d spin, the imaging system went into stand alone mode and no images were available on the viewing station of the imaging system. The imaging system also transferred into 2d mode without prompt. The site mentioned that a non-medtronic navigation system was in use alongside the imaging system and that the batteries were low when using the system initially. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.